Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed battery out limit after the battery was changed. Customer's blood glucose reading at the time of the incident was 230 mg/dl. Customer's blood glucose reading after the incident occurred was 600 mg/dl. Customer treated her high blood glucose with a manual injection. No significant events leading to the alarm were observed. Customer reported that the insulin pump has a blank display after battery change. Customer stated that the blank display issues were resolved with a new battery change. Troubleshooting was done and the insulin pump passed functional testing. Replacement product is being sent.